Manufacturer narrative:
Product event summary: no anomalies were found upon examination at the repair center. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: no anomalies were found upon examination at the repair center. Non-suggested battery had been used.

Event description:
It was reported that during cardiac surgery, the external pulse generator (epg) was used for backup pacing for the patient. There was undersensing observed. Also of note, low battery indication was also observed. The epg was replaced with another. No patient complications have been reported as a result of this event.